Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the medical surveillance specialist during a follow up call with the patient. The patient stated that the alleged inaccuracy issue first occurred at an unspecified time on (B)(6) 2015. At this time the patient obtained a blood glucose reading of "112mg/dl" with the subject meter which was compared to a result of "37mg/dl" which was obtained on an emergency room (e.r) meter. The patient manages their diabetes with oral medication ("50/1000 janumet/metformin" per day) and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that 10 minutes after obtaining the result of "112mg/dl" they were reportedly going "in and out of consciousness" at 11:30pm the same evening the patient was taken to the e.r where the result of "37mg/dl" was obtained. The patient was unable to recall what type of treatment they received in the e.r, but they stated that they were treated by a healthcare professional in order to become "stable." At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the test strips being used were open longer than their discard date. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips the patient was using had expired, this complaint is being reported because the patient obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.